Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device could not be turned the power on at the preparation for the unspecified procedure. The intended procedure was completed with another alternative monitor. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus australia for evaluation. Olympus australia checked the subject device and duplicated the reported phenomenon and it was not worked at all. When it used the ac power, the subject device was not turned on. However, when it used the dc port power, the subject device was worked. It was recommended the replacing the power supply of the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the power supply board failure due to the aging deterioration with passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.